Manufacturer narrative:
One fast-cath introducer was returned to the manufacturer for analysis. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the side wall of the seal and in the proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Event description:
During the procedure, after the sheath was inserted into the patient, there was blood leaking from the valve. A catheter was placed in the sheath prior to when the leak occurred. Another sheath was used to continue and complete the procedure with no adverse consequences to the patient.